Manufacturer narrative:
Result: the power cord plug missing the ground prong. Motion interrupt pan was damaged.

Event description:
It was reported by service report that the power cord plug was missing the ground prong, and the motion interrupt pan was damaged. No patient involvement or adverse consequences were reported.